Event description:
Surgeon reported that he used the catalys laser on one of his patients. Then when the patient was in the operating room and he started to phacoemulsify, the nucleus of the lens dropped through the back of the capsule. He didn't do a vitrectomy and used irrigation/aspiration to remove the cortex and placed a 3 piece lens in the sulcus. He reported that he would be sending the patient to a retina surgeon the next day. The surgeon didn't say the catalys laser caused this but reported it anyway.

Manufacturer narrative:
No patient information provided (age, gender or date of birth). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Manufacturing date not available at the time of this report. Placeholder.